Event description:
It was reported that after the implantation of the deep brain stimulation device in the brain, impedance issues were observed. Initially, both leads were tested in saline, showing normal impedances. However, post-implantation, the unmarked lead exhibited impedance issues on contacts 1a and 2a, while the marked lead showed issues on contacts 2a and 2b. Numerous impedance tests were conducted, and the lead test cable was repeatedly attached and reattached, but the issues persisted. The surgeon suggested that air or fluid around the contacts might be causing the problem. After the stylet was removed and the leads were secured, high impedances remained on contacts 2a on both leads. Despite numerous tests and attempts to push stimulation through the contacts, the impedance issues were not resolved, although they were slightly improved after the stylets were removed and the leads secured. No surgical intervention occurred or was planned. The patient was alive with no injury. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID b3300542 lot# serial# (B)(6) implanted: (B)(6) 2025: product type lead product ID b3300542m lot# serial# (B)(6) implanted: (B)(6) 2025: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: b3300542, serial/lot #: (B)(6), ubd: 04-sep-2026, UDI#: (B)(4); product ID: b3300542m, serial/lot #: (B)(6), ubd: 17-sep-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from manufacturing representative (rep). Rep reported that the cause of high impedances were unknown. Rep reported that surgeon believes that the cause was fluid or air around the contacts. Rep reported that lead was wiped numerous times and that test cable was unattached and reattached multiple times. Stimulation was ran through the contacts to attempt to resolve impedances.

Manufacturer narrative:
Continuation of d10: product ID b3300542, lot# serial# (B)(6), implanted: (B)(6) 2025, product type lead product ID b3300542m lot# serial# (B)(6), implanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.